Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived onsite and found vision side cart (vsc) outside of or in hallway not connected to system and missing power cord to e-100. The customer had cut zip ties and removed cable guide cover to access power cords that connect to integrated power strip. A spare power cable was removed by or staff and used on the e-100 on system. Fse found remaining power cords were intact but disconnected from integrated power strip. Fse removed spare power cord from e-100 and reconnected to different system. Fse reconnected remaining power cords and verified connections before reinstalling cable guide plate. Fse found 3rd party power cable on top of vsc that or staff confirmed was connected to the e-100 when it was not working. Fse plugged in new power cable and confirmed that e-100 would not power on. Fse replaced e-100 which powered on normally with new power cord. Fse performed electrical safety tests on vsc, erbe, and e-100 good. Full system test drive good. No further issues found. Fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 failure analysis and the reported failure was replicated. This unit was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on, cannot cut/seal. .

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the customer reported the e-100 powered off. Prior to calling for support the customer tried to power cycle the e-100, tried a new ac outlet but the issue was not resolved. The technical service engineer (tse) guided the customer through trying a new ac outlet, ensuring the breaker was in the on position, power cycling the depressing the e-100 power button for three seconds all, but issue remained. The customer proceeded with the procedure using the erbe. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was an operator error. No harm to the patient. We have the second vessel sealer unit.